Event description:
The separator was being removed from the penumbra system reperfusion catheter 032 during the procedure and it broke just distal to the green/stainless steel transition. The penumbra system reperfusion catheter was also then removed and discarded with the broken distal end of the separator.

Manufacturer narrative:
Device investigation: the proximal end of the unit was returned. The section measured 50 cm in length and had a slight hook at the broken end. The break occurred 4.6 cm after the green ptfe coating starts. The incident was confirmed as reported. The hook at the end of the broken segment implies that there was a knot or kink in the separator wire prior to the break, but this cannot be verified without the distal segment. In addition, a previous engineering review found that if the taper grind section of the separator (green/stainless steel junction) is manipulated outside the rhv, it may cause the separator to kink and break. The DHR of this manufacturing lot has been reviewed and the review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts released in this lot met process requirements. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.